Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for over 100 colony forming units of unspecified microorganisms. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, prior to use. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and the device tested positive for one (1) colony forming unit (cfu) of filamentous fungi. The device is undergoing additional culturing and will undergo a device evaluation upon completion of the testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Multiple attempts were made to obtain the users cleaning disinfection and sterilization (cds) practices however no additional information was provided. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue and key top 1 were worn out and the suction function test failed. However, these defects alone are not considered sever enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.